Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for spinal pain. The patient reported their pump was replaced in february due to being empty for two years. The pump was inactive for almost two years. It was indicated they had tried morphine in the pump but she was allergic to morphine. The patient indicated they were going to see their doctor that day, (B)(6) 2019, and planned to ask for a new ptm. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the reason the pump was empty/inactive was because the patient moved and could not find a doctor to do their refills. It was unknown if the patient experienced any symptoms. Regarding the return status of the pump, the replacement was done at a different facility so the hcp did not know the return status of the explanted pump.